Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the surgical table and found that the velcro on tabletop pad and surgical table were worn. As the velcro was worn, this allowed for the pad to slide on the table during the procedure resulting in the reported event. While onsite, the technician replaced the tabletop section and pad. The surgical table and pad were tested, confirmed to be operating according to specification, and returned to service. The surgical table subject of the event was manufactured in 2012, making it approximately 14 years old. The table is not under a steris service contract for preventive maintenance; the user facility is responsible for all maintenance activities. The 4085 surgical table operator manual states, "warning - personal injury hazard: when installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use worn or damaged accessory. Check installation before using any accessory. Unanticipated table movement could cause patient injury. Patient must be secured to the table in accordance with recommended positioning practices. Failure to keep the patient properly secured with the patient safety straps at all times could result in death or serious injury." Additionally, the operator manual states, "adjust the patient safety straps such that they restrain the patient according to currently accepted patient restraining practices, keeping in mind the trendelenburg/reverse trendelenburg, back, lateral tilt, and height adjustment." A steris account manager provided in-service training to facility staff on the proper use and operation of the 4085 surgical table, specifically on ensuring that all table accessories, including pads are not worn or damaged prior to use. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure, the patient began to slide from the 4085 surgical table when user facility personnel articulated the table into left tilt position. Facility personnel were using trocars to perform the procedure when the patient began to slide, resulting in a bowel injury. The patient received additional medical treatment during the procedure, which was completed successfully.